Manufacturer narrative:
Concomitant medical products: the patient was having the neurostimulator system replaced and it was unclear which issues apply to which implanted system. Information regarding the other system previously implanted is: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was scheduled and underwent a replacement of the ins. The patient had a bronchospasm at the end of the procedure and needed to be incubated and transferred to the ICU. Later, the rep went to the hospital and the nursing staff said that the patient was doing much better and was stable at the time. It was unknown if the issue was resolved at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the patient had recovered. No further complications were reported or anticipated.